Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 114mg/dl, 89mg/dl, 74mg/dl, 64mg/dl, 62mg/dl, 64mg/dl. Tests were done <10 mins apart with a difference of 21mg/dl. Pt did not experience any adverse events. No further info has been reported.